Event description:
The customer contacted physio-control to report that their device would not provide defibrillation therapy when pressing the shock button on the device's main keypad assembly. This was observed during testing and there was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate or verify the reported issue. As a precaution, physio will replace the main keypad assembly. After observing proper device operation through functional and performance testing the device will be returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.